Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, order not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) investigated reports of messages not being sent to pyxis and confirmed through carefusion coordination engine (cce) that no messages were being received. The system functioned as intended after the technical support specialist (tss) investigated the issue.